Manufacturer narrative:
The device was returned for evaluation and showed wear and markings consistent with normal use. The left side hardware was received without indication of construct location. Imaging provided show the reported locking cap has been segregated from all other hardware. The imaging also shows that the locking cap has minimal markings along the outer circumference of the bottom surface and are inconsistent with typical markings found on a fully tightened locking cap. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision surgery was completed for a creo mis locking cap that loosened 6 weeks post operatively.